Event description:
It was reported that: "the nurses reported issues with the midline: difficult to advance the swg - the swg kinks when advancing in the vein. The customer reported 5 incidents on 3 patients. During insertion of a midline, puncture site done under ultrasound monitoring with backflow. Impossible to advance the swg. The swg could only be removed with the use of a trocar. The swg was removed kinked despite no use of force. New puncture site with another swg from different lot. No problem and insertion successful.".associated complaints: 3006425876-2024-01055, 3006425876-2024-01056, 3006425876-2024-01057, 3006425876-2024-01058 and 3006425876-2024-01059.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and a finding was identified. A non-conformance was initiated for 13c23g1397 to address the issue of burs greater than 0.015" on the edge of the needle hubs. It cannot be verified if this non-conformance is relevant to this investigation as the needle involved with the complaint was not returned. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the nurses reported issues with the midline: difficult to advance the swg - the swg kinks when advancing in the vein. The customer reported 5 incidents on 3 patients. During insertion of a midline, puncture site done under ultrasound monitoring with backflow. Impossible to advance the swg. The swg could only be removed with the use of a trocar. The swg was removed kinked despite no use of force. New puncture site with another swg from different lot. No problem and insertion successful." Associated complaints: 3006425876-2024-01055, 3006425876-2024-01056, 3006425876-2024-01058 and 3006425876-2024-01059.